Event description:
An electrical leak was noted when dr changed from loop excision to roller ball for hemostasis. Pt rec'd unintentional neural stimulation twice, evidenced by, "legs jumping." After procedure, dr noted current flow through sleeve w/spark at an open circuit. MFR has repaired device and returned it to user facility.